Manufacturer narrative:
(B)(4).

Event description:
It was reported that stuck in lesion occurred. Vascular access was obtained via ipsilateral approach in the femoral artery. The 95% stenosed, 60mm in length and 8.0mm in diameter target lesion was located in the moderately tortuous and moderately calcified below-the-knee (bk) artery. An opticross¿ 18 imaging catheter was selected for use to visualize the target lesion. During the procedure, resistance was noticed during insertion of opticross¿ 18. Upon withdrawal, it was noticed that the guidewire exit port of the opticross¿ 18 imaging catheter was stuck in lesion due to the limited interaction with patient's anatomy. The physician inserted a 4mmx15mm non-bsc balloon catheter then inflated the lesion where the opticross¿ 18 imaging catheter was stuck. After that, the same opticross¿ 18 was advanced to the bk artery for observation; however, the device could not be used successfully. So the physician opted to use the opticross¿ 18 as back-up device and the procedure was successfully completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stuck in lesion occurred. Vascular access was obtained via ipsilateral approach in the femoral artery. The 95% stenosed, 60mm in length and 8.0mm in diameter target lesion was located in the moderately tortuous and moderately calcified below-the-knee (bk) artery. An opticross¿ 18 imaging catheter was selected for use to visualize the target lesion. During the procedure, resistance was noticed during insertion of opticross¿ 18. Upon withdrawal, it was noticed that the guidewire exit port of the the opticross¿ 18 imaging catheter was stuck in lesion due to the limited interaction with patient's anatomy. The physician inserted a 4mmx15mm non-bsc balloon catheter then inflated the lesion where the opticross¿ 18 imaging catheter was stuck. After that, the same opticross¿ 18 was advanced to the bk artery for observation; however, the device could not be used successfully. So the physician opted to use the opticross¿ 18 as back-up device and the procedure was successfully completed. No patient complications were reported and the patient's status was good.